Event description:
It was reported to vyaire medical that there was no tidal volume on the vela ventilator. There is no information of patient involvement associated with the event as of this time.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received. Device was not returned.